Manufacturer narrative:
Software 2.5.4 the sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 04 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving different patients. This is the second of two reports. Refer to 3011270181-2026-00027 for the first report. It was reported, on january 28, 2026 at 1419, a cortrak 2 enteral access system was used to assist placement of a nasogastric feeding tube. The patient was tracheostomized and ventilated during the procedure. Nursing staff reported multiple stylet failures during insertion, documented as ¿mx stylet failure.¿ the ng tube was secured temporarily with tape, and no feeding was initiated. As required by the facility¿s placement protocol, a post-placement radiograph was obtained. At 1456, imaging demonstrated the ng tube was positioned within the right lung, confirming inadvertent pulmonary placement. A pneumothorax occurred, but no medical intervention (such as chest tube insertion) was required. The ng tube was removed. No death occurred. The ng tube was not available for return.